Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station shut down in the middle of medication retrieval and displayed a critical shutdown alert. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was power failure occurring in station. A technical support specialist (tss) remotely connected to the station and confirmed there was no disk space or database size issues. Event logs were reviewed and two errors (event ID 109 and event ID 172) were identified as potential causes of the unexpected shutdowns, likely related to power or hardware or driver issues rather than the bd system. The customer was advised to involve hospital information technology (it) team and was provided with guidance for further investigation. The hospital it later replaced the power outlet supplying the station, after which the station was monitored and no further issues occurred. The customer confirmed that the issue was resolved and the station was functioning properly. The system functioned as intended after the hospital it resolved the issue.